Event description:
The customer reported that she treated with manual injection due to she has not received her insulin pump supplies and gave herself too much insulin. Customer reported she ended up in the ER last (B)(6) 2015. Customer's blood glucose was 187 mg/dl. Customer was given d50 and was monitored in the ER. Customer was not wearing her insulin pump at the time of ER visit. Customer was unsure how long she was off the insulin pump. The customer was advised that we do not use bolus wizard to calculate her manual injection. The customer was advised to speak with healthcare provider regarding the best way to treat her blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.